Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had experiences where the flo-stop did not engage when he unloaded the IV set from the pump, he did not use the roller clamp and he experienced free flow. This was reported to bd associate during the site visit. No further information available, no products available for investigation. There was no information on patient involvement.